Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level subsequently increased to 648 mg/dl, resulting in an emergency room visit and hospitalization in the intensive care unit (ICU). Reportedly, the customer called an ambulance to initially address bg. At the ICU, healthcare providers administered intravenous fluids of saline and insulin to treat bg. Customer was discharged from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.